Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter valve replacement procedure. Risk factors for dissection, hematoma or annular rupture during the procedure include significant thv over sizing, presence of bulky calcification, advanced age, female gender, small body weight, and steroid dependency. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The edwards sapien transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a native mitral valve is not indicated per the labeling. Therefore, the device labeling (ifus and training manuals) does not instruct the operator how to position the sapien valve in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the myocardial hematoma could not be determined with the information provided by the authors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The date of the event(s) is unknown. According to the article this event occurred in 2013. For this reason, the first day of the year was used as the occurrence date. Article reference: eng, marvin h., faraj kargoli, dee dee wang, tiberio m. Frisoli, james c. Lee, pedro s. Villablanca, hassan nemeh et al. Short and mid term outcomes in percutaneous mitral valve replacement using balloon expandable valves. Catheterization and cardiovascular interventions (2021). The investigation is ongoing.

Event description:
Per the article, short and midterm outcomes in percutaneous mitral valve replacement using balloon expandable valves, from august 2013 to december 2019, a total of 88 cases of transcatheter mitral valve replacement (tmvr) were performed at single center. A total of 38, 31, and 19 patients were treated with a valve in valve, valve in ring, or valve in native mitral annulus, respectively. Post implant of a 26mm sapien valve in the native mitral position with mitral annular calcification (mac), the patient developed moderate pvl. The patient expired in the hospital due to myocardial hematoma.